Event description:
The customer contact reported a white screen error. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a white screen error. Though requested, no additional information was provided.

Manufacturer narrative:
During testing, it was found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery that caused corruption of the random access memory (ram) data resulting in a white screen error. This report represents all the information known by the reporter upon query by hospira personnel.